Manufacturer narrative:
The pod was received not deployed. The download data shows the device completed 46 first prime pulses and was then deactivated by the user. No issues were found that would result in a needle mechanism failure as the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence. During investigation, the device deployed normally upon manual rotation of the ratchet gear. No damages or defects were observed that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula deployed early indicating a needle mechanism failure. The cannula was visible and the pink slide moved forward.